Manufacturer narrative:
The insulin pump was received missing segments and with a horizontal clear line on the display glass due to a cracked zebra connector on the liquid crystal display circuit board. The insulin pump functioned properly during the functional check, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery, displacement test, self test, reset error alarm test, and the operating currents. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump had a partial display. He did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.